Event description:
Received information stating anticipated product was not delivered, surgery proceeded with a 35-minute delay. As per the reporter, no patient harm was reported.

Manufacturer narrative:
No product was returned as product available was implanted, no allegation of product malfunction was reported by user.